Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in section d4 which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation will not be performed. A follow up report will be submitted upon completion of the batch record review or if any additional relevant information is received.

Event description:
On (B)(6) 2012, patient in (B)(6) was started on duopa therapy. On (B)(6) 2016, patient underwent procedure for the replacement of percutaneous endoscopic gastrostomy (peg) tube. After a week there was a leakage of black/brown liquid at stoma. On (B)(6) 2016 the peg-pej system was removed. On (B)(6) the physician prescribed unknown antibiotic therapy.

Manufacturer narrative:
(B)(4). The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. No defect, deficiency, or malfunction of the peg tube was described by the reporter. There are no anomalies with the abbvie peg tube reported that would contribute to the event. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.